Event description:
Scissors allegedly broke during the first use. The user was cutting skin at the time of breakage. The piece was easily located (external to the body) and the pt was not affected in any way.